Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Serial number is unknown as it was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the product testing could not be performed as the product was discarded and not returned. The reported complaint cannot be confirmed. Manufacturing record review: a review of the manufacturing records for the device could not be reviewed as the serial number was not provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a post lasik patient was experiencing hyperopic surprise using tecnis toric intraocular lens model zct100. Reportedly the lens was scheduled to be explanted from patient¿s operative eye. Additional information was received, and it was learnt that lens was explanted, incision was minimally enlarged, no sutures and no vitrectomy was required. The patient was fine when discharged. The iol is not available for investigation as it was discarded. Visual acuity pre-op (pre-initial implant): 20/50- with -6.00 d myopia. Visual acuity post-op (post-initial implant): 20/30- with +1.00 d hyperopia. Visual acuity post-op (post-replacement): 20/30 with -1.50 myopia (patient¿s choice to be myopic at this point for her occupation). No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.